Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had an enlarge atrium and enlarged annulus. An xtw clip was implanted on the medial part of a2/p2 and an xt clip was implanted on the lateral side of a2/p2, reducing mr to a grade of 2+. It was noted that due to patient anatomy, grasping was difficult with both implanted clips. On (B)(6) 2022, transthoracic echocardiography (tte) was performed and showed that the xtw clip had detached from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). The xt clip had also detached from the anterior leaflet and remained attached to the posterior leaflet. This caused mr to increase to a grade of 4+. On (B)(6) 2022, a second mitraclip procedure was performed to stabilize the two implanted clips. One clip was successfully deployed in-between the two clips, reducing mr to a grade of 2-3+. It was noted that grasping was difficult. To further reduce mr, a second clip was inserted, and grasping, which was also difficult, was performed lateral of the xt clip. However, grasping caused the valve to be distorted which resulted in mr increasing. Therefore, the clip was removed, and mr retuned to 2-3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) appears to be related to challenging anatomical conditions (i.e., enlarged anulus). The reported single leaflet device attachment (slda) was due to challenging anatomy. The reported recurrent mitral regurgitation (mr) was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.